Manufacturer narrative:
Service was offered by bci but the customer declined it. The field service engineer (fse) did not evaluate or inspect the instrument. The instrument data sent from the customer site to bci indicated that there were no errors posted on the event log and the quality control (qc) data was within specification. Also, the customer indicated that a preventative maintenance was performed on the instrument on (B)(4) 2008 and no issues were noted during the pm. A definitive root cause could not be determined for this event. MDR# 2122870-2008-185 documents the results for patient 1. This is 3 of 6 separate MDR reports related to six patient events associated with a single malfunction report on different days. Reference MDR numbers MDR 2122870-2011-02411, 02413, 02414 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for six patients. The customer re-ran the samples and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.